Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead failed to extend fully after several attempts resulting in poor fixation. The rv lead was not used and replaced on (B)(6) 2026. The patient was in stable condition.